Event description:
It was reported that the customer had a high blood glucose of 495 mg/dl. He treated for high blood glucose with his insulin pump. The customer's sensor was giving a reading of 115 mg/dl at the time of the 495 mg/dl blood glucose. Customer stated he had noticed bent cannulas on the previous sensor. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.